Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a venotomy closure of the common femoral vein was attempted with a proglide device using the pre-close technique prior to an interventional pulmonary embolism (pe) thrombectomy procedure via an 8f sheath. Reportedly, a cuff miss [suture-retrieval issue] occurred. The sutures of two additional proglide devices were successfully pre-placed. The sheath was upsized to 22f and the pe thrombectomy procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was observed as a suture detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.a3: gender d4: lot number, expiration date. H4: device mfg date.